Event description:
The lay user/pt called lifescan (lfs) on january 4, 2007, and alleged that his meter was reading inaccurately high. On january 4, 2007, the pt had a scheduled doctor's appointment at 10:30 a.m. Prior to the appointment; the pt tested her blood glucose and obtained a result of 240 mg/dl. She took 3 units of novolog and 6 units of levemir. Soon after (time unknown), the pt became lightheaded and weak; while symptomatic the pt obtained a 145 mg/dl on the meter. Her husband claims she was in "insulin shock." She was given candy bar and orange juice. She saw her physician at 1:00 p.m., "after she was stabilized." Her blood glucose was tested on two different meter's at the physician's office and both gave a result of 53 mg/dl. The pt was treated with oral glucose. It would have been helpful to know: the time of the 240 mg/dl result, if any tests were performed prior to that result, the time her symptoms began, and if she had any symptoms at the physician's office. The testing technique was correct and the technique for cleaning the puncture site was correct. The pt performed a control solution test, which failed. This complaint is being reported as the control test failed and the pt took insulin after obtaining the meter result and later was hypoglycemic. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.